Event description:
Event description guidant received information that at the implant procedure the impedance measurements were 1800-2200 ohms, there were good sensing and pacing threshold measurements, in the bipolar configuration. It was found to be an issue with the vessel, not the lead. The lead was repositioned in a new vessel with an excellent outcome. There were no adverse effects to the patient.